Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). The reason for call was rep called as he was not able to find a previous reported event about a pt he met with 08/09/2023. Rep reports that he met with pt to reprogram and noted that the 0 contact had an impedance value of ~17,000 ohms. Rep reports that he did not include this contact in any programming and that all other contacts were green. Troubleshooting was not required. The issue was not resolved through troubleshooting. Additional information was received from rep. It was reported that the rep saw a red x on 0 during connectivity check. The caller states today he was with pt and he referenced 1 on impedance test, and then did another connectivity check and saw red x move to 1 from 0. He said he moved his reference to 0 and saw it was still on 1. Tss reviewed the connectivity check is a broad check meant for intra op use to confirm placement of the lead; when the pt is post-implant, the caller should only be using the impedance check. Tss reviewed basics of impedance check (test once, change references). This discussion appears to have helped clarify the caller's concern, tss reviewed the change form red 0 to red 1 on connectivity check could be the result of a few possible scenarios but the caller should be utilizing the impedance test. A response was received from a manufacturer representative stating here was effective treatment without using the electrode with the impedance. As of now, no action needs to be taken. The doctor is aware of impedance.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.